Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2022 a johnson and johnson sales representative in (B)(6) reported a patient (pt) ¿repeated developing corneal infiltration ou¿ wearing the acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cl). On (B)(6) 2022, additional information was received from the sales representative. The reporting eye clinic treated the pt for the current corneal infiltration od event only. The od corneal infiltrate is considered to be infective, location is noted to be off the pupil at 9 o¿clock, and the size is noted as ¿extra-large.¿ symptoms were noted even at the anterior chamber. The pt was prescribed quinolone antibiotic drops (frequency not provided) and steroid eye drops (name and frequency not provided). The pt was instructed to discontinue cl wear and return to clinic for follow-up in aug2022. Outcome: recovering. On (B)(6) 2022, additional information was received from the sales representative. When the pt came to the eye clinic, the pt was ¿developing corneal ulcer.¿ concerning the corneal infiltration, the ecp advised it ¿could be described rather as corneal ulcer.¿ on (B)(6) 2022, the medical documents were received from the treating ecp. The pt has a history of cl usage, about 6 months, on almost daily basis, cl wearing more than 10 hours. (B)(6) 2022, initial ecp visit: the pt reported to the eye clinic with complaints of od pain. Diagnosis: od corneal ulcer; infectiveness: positive; culture: conducted; focal site and size: peripheral cornea od, 2x4 mm findings: corneal stroma melting; corneal endothelium kp ++; anterior chamber cells +; flare 40; va affect: admitted corrected va od: 1.0; unaided od: 0.7 treatment: moxifloxacin once every hour od; linolosal ophthalmic-otorhinologic solution qid od; and atropine ophthalmic solution od instruction to discontinue cl wear: more than 2 weeks. The pt has a fu appointment on (B)(6) 2022. (B)(6) 2022, fu visit: outcome: improving. Findings: no progress in corneal stroma melting. Epithelialization incomplete; spectacle-corrected va: od 0.9. Treatment: continuing eye drops treatment instruction to discontinue cl wear: more than 2 weeks. The pt has a fu appointment on (B)(6) 2022. (B)(6) 2022, fu visit: outcome: recovering findings: epithelialization completed, cell (-), flare 4.6; od va: not measured treatment: moxifloxacin qid od; linolosal ophtalmologic-otorhinologic solution tid od instruction to discontinue cl wear return to eye clinic on (B)(6) 2022. The pt reported that he cleaned his hands not with soap but with water. Ecp comments: outcome: recovered as of (B)(6) 2022. Seriousness: "serious as the ulcer was associated with iritis and it affected the pt¿s daily life" no additional medical information has been received. The od suspect lot number is unknown. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.